Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed falsely elevated alinity I prolactin results for one female patient. The following data was provided (customer provided reference range for females is 5.18 to 26.53 ng/ml). Previous result was >200 ng/ml. The patient received treatment and her prolactin results gradually decreased. The lowest result generated was 15 ng/ml. The next sample generated a result above 60 ng/ml. The patient¿s treatment during this time did not change. The customer treated the sample with peg precipitation and generated a result of around 5 ng/ml. The customer is questioning if the past results were impacted by macroprolactin as well. No impact to patient management was reported.

Manufacturer narrative:
The complaint investigation for falsely elevated alinity I prolactin results included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, and device history record review and in-house testing. Trending review did not identify any trends for the issue for the product. Device history record review did not identify any nonconformances or deviations associated with the likely lot number 37187ud02 and complaint issue. In-house accuracy testing was completed with complaint lot number 37187ud02. All specifications were met indicating that the lot is performing acceptably. Labeling was reviewed and sufficiently addresses the customer's issue. Based on our investigation, no systemic issue or deficiency with the alinity I prolactin reagent for lot 37187ud02 was identified.

Manufacturer narrative:
After further review, section d6 was updated: catalog no from 07p66-20 to 07p66-74 and lot no from 37187ud00 to 37187ud02. This follow up is being submitted to include the initial coding in section h6 for component code, type of investigation, investigation findings and investigation conclusions that were not included in the initial report.